Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was not received. There was bag remnant on the metal ring, and the ring was intact. The pull ring was seated in the handle. The device functioned without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The conditions noted suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporters, during the procedure, the bag was separated itself from the pulley/hoop undesirably after the specimen has been placed. The pocket/bag fall into the cavity of the patient and it was removed from the patient by using a grasper. No patient injury noted.